Event description:
Boston scientific received information that during conversation about the patient remote monitoring system, the patient mentioned that there was a blood seeping from his incision around the device. The patient called his physician and was sent immediately to the hospital. As per additional information obtained from the field representative, the patient did undergo a pocket evacuation due to a hematoma. There was no information if any infection had occurred since the lab results were not available at the time of the procedure. The physician cleaned out the hematoma. The device remains in service. No additional adverse patient effects were reported. (B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.